Event description:
Physician performing ureteroscopy for left ureteral stone and using 272 holmium laser fiber. Mid procedure, surgeon noted laser tip no longer intact. The small, detached tip was briefly seen on the monitor, but with the water running, it was quickly out of sight. The broken tip was not recovered. Urocatch bag searched by rn and no tip visualized. The remaining long laser fiber was removed from the patient and isolated in its original packaging. A new laser fiber was opened, inspected, and used to perform the remaining procedure without complication. Md aware that original laser fiber tip was not recovered. No patient complication observed.